Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12dec2018. Customer reported battery as new and is in ¿sleep¿ mode; requested pin configuration. Battery manufactured in 2016. Philips advised customer new backup batteries should be installed and charged within one year of the date of manufacture identified on the battery and on the shipping box.

Event description:
Customer reported new battery failed. No patient/user harm reported. The event date was not specified; estimate used.